Event description:
During the evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle one, the patient's ultrafiltration reading was 859ml, indicating the home patient (hp) drained 859ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. Five bypasses were recorded in the therapy log. The event and alarm logs for this therapy are not available and it is not known what therapy steps/alarms were bypassed. If any additional information is received, a follow-up will be sent.